Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used during a polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare failed to deliver current and there was difficulty cold cutting the target polyp. It was noted that a hematoma was formed during the procedure. Clips were placed to treat the hematoma and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.